Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. Based on the distribution of the lots to the account, four possible guidewire lots were noted and a DHR review was requested. Supplier sent a response and found everything to be in conformance throughout the manufacturing process. Additional information was requested from the account. No response was received to the questions asked about the procedure. However, the account stated that nothing was left inside the patient. It is likely that the guidewire could have been operated against resistance. Per IFU "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation". No procedure details were provided to confirm this outcome. It is unknown if any other damages were present on the guidewire.

Manufacturer narrative:
Device will not return for evaluation; however, an investigation has been opened. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: in the past week, we have had 2 different cardiologists use micro-introducer kits to gain venous femoral access. Each time the end of the wire was sheared off and was retained in the patient's subcutaneous tissue as noted on fluoroscopy. Associated to MDR 2134812-2021-00008 mik.